Event description:
Additional information was received from a patient letter reporting that the patient was not sure if their infection resolved. The patient reported that a surgery was performed to fix the battery after the infection. The infection had started after the first surgery. An additional patient letter was received on 2016-10-31 clarifying that the infection was addressed by a surgery in their back in (B)(6).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an infection in (B)(6) 2016 and the battery was replaced. The replacement surgery was at the end of (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.